Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were shocked. The patient went to turn their spinal cord stimulator on with the programmer and it knocked them off their feet. Relevant medical history includes spinal pain. No outcome, cause, or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient stated the patient had appointments on (B)(6) 2015 and (B)(6) 2015. The patient stated there were no potential causes for the shocking on the day of the shocking. The patient had a doctor appointment with gastrointestinal. The patient did not use the handheld remote again since the experience. The patient was at the doctor's office, stood up, used remote and got a shock. The patient received a bolting down the legs, weakening and fell face down on to the floor. The patient hit her head into the scales and the wall. Additional information received from the hcp stated the results of the troubleshooting were unknown. The patient contacted the device manufacturer directly. The cause of the shocking was unknown. It was unknown if the issue of the patient getting shocks had been resolved. If additional information is received, a supplemental report will be submitted.